Event description:
It was reported the flex video scope displayed error code b30 and ¿snow¿ appears on the monitor so the customer cannot work with it. This was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to a poor plug-unit connection and cable connection, which resulted in the b30 error and the no-image condition. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.